Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. An exterior visual inspection was performed and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and no failures were detected. The receiver case was opened for further evaluation. An interior inspection confirmed the customer complaint. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.